Event description:
The patient experienced tingling in his whole upper body since a surgery to remove skin cancer from his ear. Conmed hyfrecator was used. It was unclear if he has experienced a change in therapy. He was scheduled to have skin cancer on his left cheek removed with cautery on (B) (6) 2010. Ellman surgitron will be used. Additional information has been requested.

Manufacturer narrative:
(B) (4).